Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield signal oversensing. It was noted that the patient exhibited a vasovagal/pre-syncopal episode. This ICD remains in service. No additional adverse patient effects were reported.